Event description:
Medtronic received information that during a minimally invasive cardiac surgery (mics), while tying the valve sutures behind the stent post of this bioprosthetic valve, a valve leaflet was torn and the aorta was perforated. The physician then converted to a sternotomy, explanted the valve and implanted a pericardial valve. The physician stated there were no issues with the bioprosthetic valve itself. No subsequent adverse patient effects were reported. The valve was not returned to medtronic for analysis.

Manufacturer narrative:
(B)(6). Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The report suggests that the event was due to user error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: no product was returned for analysis. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Based on the available information, the suspected cause for this event was user error.